Manufacturer narrative:
(B)(4).

Event description:
It was reported that the certas in-line valve with siphon guard inverted within the surgical site and the device was revised. The valve was implanted to the patient; however, date of implant and initial setting are unknown. It was reported that the inversion of the valve was confirmed. The re-surgery was performed for correcting the direction of the valve. The valve was not replaced, but was tightened with a suture hole. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will not be returned to your site.

Manufacturer narrative:
Additional information: the previously filed report did not include the evaluation codes. This report has been updated to include that information. At present, we consider this complaint to be closed.